Event description:
The customer reported to baxter (B)(6) of a 3000ml eva bag in which the connector leaks. The bag was filled with: intrafusin 15% e 433ml; gx 30% 650ml; clinoleic 20% 275ml; 1m nacl 50ml;1m kcl 10ml; tutofusin op 592ml. The event occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection did not reveal any non-conformities. The bag was inflated with air and leak tested under water. A leak was revealed from the welding area next to the injection port. The reported condition was confirmed. The root cause may probably be excessive welding by the machine during the sealing of the bag. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.